Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017 to a peak of 4.6 watts on (B)(6) 2017 outside of normal operating range. Parameters returned to normal operating range on (B)(6) 2017. Failure analysis of the returned pump revealed that the device met specifications; the device passed visual examination, dimensional verification, and functional testing. Pathological examination did not reveal any thrombus within the pump. Of note, it was reported that the patient had elevated ldh levels. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, the possible root causes of the reported high power may be attributed to multiple factors including but not limited to thrombus formation/ingestion and inappropriate setting of the pump rotational speed. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient arrived at the hospital on (B)(6) 2017 with dark urine, elevated lactate dehydrogenase (ldh) and slight trend up in power and flow noted on log file analysis.  No additional information available.

Manufacturer narrative:
It was reported from the site that the pump was not exchanged. Patient was stated to have been discharged home on (B)(6) and is listed for heart transplant. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.